Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025 at 7:00am, the patient's boss called an ambulance because the patient passed out due to low blood sugar. The cgm was 218 mg/dl but when paramedics checked, the bg was 73 mg/dl. The patient was taken to a medical center and was not treated with any medication. At the time of the report, the patient was doing fine. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.